Manufacturer narrative:
Other relevant device(s) are: product ID: 9733622, lot/serial #: (B)(4). The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. There was an inch and a half wide vertical pixelated video line at the left side near the center of the screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were lines across the staff monitor. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the system was still functional as data could still be displayed on the monitor. There was a section in the middle about 7cm wide that was flickering from top to bottom. The rest was fine. Since the surgeon monitor was still fine system was usable.